Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the software application issue. The field service engineer replaced hard drive and reimaged the station. Configuration and synchronization was done. All drawers functioned properly. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system had failed icon but unable to recover. The customer stated that the malfunction was occurred during the dispensing workflow. There were no adverse events or injuries reported based on this incident.